Event description:
It was reported that during implant the surgeon was unable to seat the lead in the bottom port of the device header. After multiple attempts, the surgeon could not get the lead to extend to the end of the header. A new device was used and the lead seated normally and all impedances were normal. The first device was going to be returned to manufacturer for analysis. There was no patient injury reported and the patient recovered without sequelae. Subsequent information received reported there may have been fluid in the connector and it was possible the surgeon inserted a needle into the header block and damaged the connector.

Manufacturer narrative:
Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead, product ID: 37754, serial#: (B)(4), product type: recharger; product ID: 37744, serial#: (B)(4), product type: programmer, patient; product ID: 355531, lot#: n327007, product type: screening device. (B)(4).

Manufacturer narrative:
Analysis of the neurostimulator revealed damaged balseal in the connector port; medical adhesive was found obstructing the connector port. Medical adhesive was present in the #15 balseal and inside the sealing ring between the 14th and 15th balseal. It was also noted there was extensive damage to the balseal coils.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.